Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a sprinter over the wire balloon catheter to treat a severely calcified vessel. It was reported that the balloon ruptured when inflated. The balloon was removed intact following rupture. No adverse outcome to patient.

Manufacturer narrative:
The device was inspected before use with no issues. Negative prep/purging was performed prior to use with no issues noted. The device was being used to pre-dilate the lesion. Resistance was noted while advancing the device to the lesion due to the calcification. No excessive force was used. No drop in pressure noted on the inflation device. The burst occurred on subsequent inflation. The physician completed the procedure. If information is provided in the future, a supplemental report will be issued.